Event description:
The customer reported that during an unspecified procedure, the image was not clear [blurry]. There was no patient or user injury reported.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device was returned to an olympus service center for evaluation. During inspection and testing of the device, service was unable to reproduce and confirm the customer¿s reported image issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: - damage to the charge coupled device (ccd) unit; - damage or deformation of the connector ; - movable l-range sliding error that occurred in the zoom scope; - blurred image occurred within the allowable range. The event can be detected/prevented by following the instructions for use: ·operation manual. - inspection of the endoscopic system. ·operation manual. Important information ¿ please read before use: - warnings and cautions. Olympus will continue to monitor field performance for this device.